Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Depth gauge in trident screw tray broke.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be mishandling and/or user misuse per consultation with the material analysis team and comparision to the instrument's design drawing. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Depth gauge in trident screw tray broke.